Event description:
It was reported that a large volume infusor ruptured. The reporter stated that the bladder ruptured before the infusor was connected to the patient. The infusor had been filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured june 11, 2013 - june 12, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.